Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s spouse that patient¿s first implant was replaced because the patient was ¿flooding still¿ since implant. When asked whether due to normal battery depletion she stated that it was not normal. No further complications were reported or are anticipated.